Manufacturer narrative:
(B)(4) date sent: 09/12/2025 d4: batch #409d24. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no reload present. During the visual inspection the rotate nozzle proximal was noted come off of the shroud body, in addition, the nozzle distal was received inside of a plastic bag. It is possible that the damage noted on the nozzle was due to improper handling of the device. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additional, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a9723r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 409d24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ivor lewis esophagectomy, they used echelon 3000 for the gastrectomy in the first part laparotomy, cutting from antrum to fundus, used 7 reloads. For the first part of esophagectomy, staple function well. After the stomach part, patient reposition to thoracotomy for the esophagus approach. During the reposition and mobilization of esophagus part, took another 3 hours. In order to prevent battery drainage, staff took out the battery and wait until the anastomosis part, only put in the battery and load up the reload. When the battery placed in, there was no motor sound indication. Placed articulation button, no response as well. But when the staff tried to close the handle, the motor engine starts to kick in, but after that no response, could not be fired and could not be articulated. Surgeon opened another new stapler gun and operation continued. The procedure was completed successfully with a delay of 15 minutes.